Event description:
This lead was explanted and replaced due to damage during CPR and exhibited loss of capture. There were no adverse pt events reported. The hospital retained the device. Should add'l info be received, this file will be updated. On (B)(4) 2014, we are notified that this lead was originally repositioned on (B)(6) 2014 due to a micro dislodgement. Also, when the physician explanted the lead on (B)(6) 2014, there appeared to be tissue in the helix and the physician removed it with tweezers before implanting a new lead.